Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that it was making noise and vibrating. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. Received pimp and could not duplicate excessive vibration; however, a ticking sound was noted. The replacement of the motor encoder assembly addressed the ticking sound. The subject encoder assembly was fully functional at the time of replacement. The device was tested to MFR's specs before being returned to clinical use. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.